Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), fatigue ("fatigue") and inflammation ("all that was inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, alopecia, fatigue and inflammation outcome was unknown and the weight increased had resolved. The reporter considered alopecia, device dislocation, fatigue, genital haemorrhage, inflammation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), fatigue ("fatigue") and inflammation ("all that was inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, alopecia, fatigue and inflammation outcome was unknown and the weight increased had resolved. The reporter considered alopecia, device dislocation, fatigue, genital haemorrhage, inflammation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: new events were added: I lost 15 lbs.- previously reported weight increased event outcome updated, all that was inflammation.reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was well imbedded into the cornua of the uterus') and device dislocation ('migration / essure coils are seen within the endometrial cavity') in an adult female patient who had essure (ess205) (batch no: 622308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("two intact metal coils are identified within the fundus of the uterus"), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), fatigue ("fatigue") and inflammation ("all that was inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage, alopecia, fatigue and inflammation outcome was unknown and the weight increased had resolved. The reporter considered alopecia, device dislocation, device expulsion, embedded device, fatigue, genital haemorrhage, inflammation and weight increased to be related to essure (ess205). The reporter commented: the coils are freely movable and not embedded into either the, endometrium or the myometrium. The coils extend out through the bilateral fallopian tube remnants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number was added. Events added: embedded device and device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, alopecia, fatigue and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, genital haemorrhage and weight increased to be related to essure (ess205). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2017: legal claim received, lawyer added. Events deleted: device removed, device complication. Events added: migration, abnormal bleeding, hair loss, fatigue, weight gain, pain. Essure was implanted on (B)(6) 2007. Essure removed on (B)(6) 2015. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.